Manufacturer narrative:
(B)(4). Eval, results: (lesion with 80-90% stenosis and heavy calcification), (stent deformation), (stent handled directly). Conclusion: (lesion with 80-90% stenosis and heavy calcification). Eval summary: the device was returned for eval and damage was noted. The distal tip was slightly frayed. A number of struts on the 4th, 10th and 16th proximal stent segments were partially raised and deformed. No further damage was noted. Please not that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Event description:
The physician was attempting to deploy a 2.25mm diameter x 30mm length endeavor resolute rapid exchange (rx) drug eluting stent in a pt to treat a lesion with 80-90% stenosis and heavy calcification located in the lad. It was reported that the lesion was pre-dilated, and the physician was unable to cross the lesion using the device. Another sized stent was deployed with a successful outcome. The device was inspected and prepped prior to use with no issues noted. No pt injury occurred and no clinical sequelae were reported.